Event description:
A return was received stating the tubing from a pack kept coming off the probe during use. The event occurred during a vitrectomy procedure. The pack was switched without delay to the procedure nor effect to the pt.